Event description:
Procedure: lap chole. The original procedure was a lap chole. Due to unrelated device complication during the procedure, the procedure was converted to an open. The bovie pencil hit the retractor and caused a 3rd degree burn. Silvadene was used for treatment. Setting at 40/40 blend 1. The burn is the size of a quarter and was below the nipple and above the umbilicus.